Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the failure to open and flatten the device in the proximal and distal segments was not determined. As shown in the image provided, the device exited the microcatheter with only the edge open, while the remainder of the device remained closed. There was no issue or damage noted with the phenom microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during deployment the ped 4.75x20 distal segment open adequately, but did not open in the middle and proximal segments, suggesting flattening, so the device and microcatheter were explanted. After the device was removed, healthcare provider (hcp) implanted another ped 4.75x20 with success. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The middle section of the pipeline was positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient. The pipeline resheathed and removed with the microcatheter. No patient symptoms or further complications were reported as a result of this event. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. There was no injury as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured left internal carotid artery (ica) c4 aneurysm with a max diameter of 12 mm and a 8 mm neck diameter. The landing zone was 3.9mm distally and 4.8mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level aas and clopidogrel. The angiographic result post procedure was satisfactory.  Ancillary devices include a terumo sheath, penumbra guide catheter, stryker guidewire, phenom microcatheter.

Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex shield embolization device was returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield inner pouch. ¿damage location details: the pushwire was found to be bent at ~30.2cm, ~74.0cm from proximal end. In addition, the pushwire was found to be bent at ~113.0cm within introducer sheath from proximal end. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid ends were found to be fully opened and damaged. In addition, the middle section was found to be opened and no damage. No other anomalies were observed. ¿testing/analysis: n/a conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure/incomplete open at middle section and proximal end as the pipeline flex shield braid ends and middle section were found to be fully opened. However, the root cause could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. It's possible that the severe vessel tortuosity may have contributed to the reported issue. (Nikkhs2 2025-11-12) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.